Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. Prior to use on the patient, during dispensing of the device from the needle holder tray, the needle detached from the suture. There were no adverse patient consequences.